Manufacturer narrative:
A pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed due to unknown serial number. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to lack of evidence provided by site. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a low flow alarm was exhibited. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.